Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. The sample had been evaluated and it was noted that the sac burst along the lumen. No pieces of the sac were missing. Water was introduced into the inflation lumen and no obstructions were noted that would impede flow. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. The exact cause on how and when problem occurred could not be determined. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications. Method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon."

Event description:
It was reported that the water leaked from the catheter balloon on the day of use. The catheter fell out of the patient 6 hours after placement and the user found that there was a crack on the tip of the balloon. Allegedly, there was no water leakage during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leaked from the catheter balloon on the day of use. The catheter fell out of the patient 6 hours after placement and the user found that there was a crack on the tip of the balloon. Allegedly, there was no water leakage during the pretest.